Event description:
It was reported that: while the device was ventilating a patient, the hospital staff member was in the room and heard a pop sound, observed smoke, and observed that the ventilator shut down and stopped ventilating the patient. The user reported that no audible alarms were heard at the time of the occurrence. The patient was manually ventilated with an alternate device and then transferred to another ventilator. No patient injury reported.